Manufacturer narrative:
No definitive root cause was determined. Repairs have returned the analyzer to expected operation. Incident occurred during correlation testing. The provue results did not match the manual gel results and the patients' historical data. Furthermore, the customer was performing validation testing at the time of the incident, preventing erroneous results from being reported. Gel cards reacted as expected. Provue malfunction could not be ruled out as a contributing factor to this incident. This customer has not logged any similar complaints against this analyzer since this incident.

Event description:
Account reports, two (2) patients with anti-kell and one (1) patient with anti-d failed to react, while performing antibody screening tests in the ortho provue. Both samples reacted weakly in manual gel. False negative antibody screens can lead to the transfusion an antigen positive blood (incompatible blood). Risk of death or serious injury is not remote. Results did not match manual gel method preventing erroneous test results from being reported.